Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site registered 2.0 registration accuracy. Yellow zone of accuracy achieved encompassing all relevant anatomy for surgery. The site noticed on the right side, the navigation was tracking much more medial then where the instrument tip was. The surgeon re-registered and achieved another yellow zone of accuracy encompassing relevant anatomy. The accuracy was better but still medial to the tip of the instruments. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative upgraded the system software for planned maintenance (pm). The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the surgeon continued the procedure with the 2.0 accuracy.